Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Event description:
Philips received a complaint on an intellivue mp50 monitor indicating that spo2 randomly drops out and it is not on every patient. Spo2 reads fine, drops out for a second, then continues working again. The device was in clinical use at the time the issue was discovered. There was no adverse event por patient harm reported.

Manufacturer narrative:
A philips technical consultant (tc) indicated they tested every spo2 sensor the customer had on monitors. The tc found a few that were dropping signal on the tc¿s simulator; it would have a signal, then randomly drop out. The tc replaced every one of those finger sensors with new ones that the department had in their drawers. After replacing, the signal on the new ones stayed and never dropped out. No additional reports have occurred since the tc did this. The tc recommended not using the ones that were found were dropping out as they were all the same type, they were not philips branded, and don¿t have any identifiers on the sensors themselves to know where they came from. All other finger sensors did not have any problems with signals verified by the tc¿s simulator when tested. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was related to non-philips spo2 finger sensors. The issue was resolved by replacing the affected sensors. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.